Manufacturer narrative:
Correction information: section a.2. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on top and bottom cover and the electrode was severed. These anomalies are believed to have occurred during revision surgery. In addition, broken antenna wires by the neck region were also identified. Photographic imaging inspection confirmed broken antenna wires by the neck region. System lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of loss of lock following head trauma was verified during this analysis. The failure of this device was attributed to the broken antenna wires by the neck region, which resulted in the no lock condition. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no lock. The recipient reportedly fell and hit their head at the implant site. The recipient presented with swelling and no sound. Device testing could not be completed due to loss of lock. External equipment was exchanged; however, the issue did not resolve. A CT scan was performed, and results were unremarkable. Revision surgery is under consideration.